Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information the ipg and leads were explanted, and a new device system was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-12889. Related manufacturer report 1627487-2021-12890. It was reported that patient experienced pain and pocket stimulation at the implantable pulse generator site. Patient had a fall approximately three weeks ago. The device therapy was turned off however the issue persisted less frequently. Upon diagnostic testing, high impedance issue was observed on both leads. Programming changes were made however patient continued to have symptoms. Device therapy remains turned off. A surgical intervention is anticipated in the near future. No additional information is available at this time.